Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported about a customer who received higher readings on the adc freestyle libre sensor. On (B)(6) 2019, customer obtained a reading of 481 mg/dl on the sensor and self-treated based on the sensor reading. Customer subsequently lost consciousness and was treated with apple and grape juice by his neighbor and a reading of 180 mg/dl was obtained on a competitor meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. A visual inspection was performed on the returned sensor. No issues were observed. Data were extracted using evm and sensor labview software, a sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in mount. Performed a visual inspection on the sensor plug assembly, no failure mode was observed. The sensor was inserted into the test fixture in keithley mode, reprogrammed sensor and applied current to perform linearity test using keithley glucose count results were within specification. No malfunction or product deficiency was identified. This also serves as a correction report. (Device available for eval, date returned to mfg), (type of report, device returned to manufacturer? , device evaluated by manufacturer?, evaluation codes and - addtl mfg narrative were inadvertently omitted from the inital MDR 30 day report. All sections have been updated.

Event description:
Caller reported about a customer who received higher readings on the adc freestyle libre sensor. On (B)(6) 2019, customer obtained a reading of 481 mg/dl on the sensor and self-treated based on the sensor reading. Customer subsequently lost consciousness and was treated with apple and grape juice by his neighbor and a reading of 180 mg/dl was obtained on a competitor meter. There was no report of death or permanent injury associated with this event.